Event description:
Nurse checked catheter in preparation for inserting into pt. Balloon inflated with syringe (slip tip) and sterile water (9cc) within packaging. Balloon inflated, but did not deflate. Not used on a pt. Syringe left attached and saved. By the following day balloon had deflated, 8.6cc water in syringe.